Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) band aid brand skin flex adhesive bandage, lot # and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) male consumer reported to treat eczema on his hand, he used an ointment and covered with a skin-flex band-aid. The eczema got worse. Consumer was prescribed an ointment for treatment by his doctor.